Event description:
It was reported that this patient initially presented to the hospital stable, but with flows at 0.7 l/min, and pump speed of 2700 revolutions per minute (rpm). Preliminary log file analysis performed by the site confirmed power below normal operating parameters. The patient was admitted to the intensive care unit (ICU) and was started on intravenous dobutamine, milrinone, and required additional support via intra-aortic balloon pump (iabp). Attempts for a CT scan to determine inflow or outflow obstruction were unsuccessful due to the patient's inability to lay flat long enough to perform the scan. The patient was upgraded to status 1a for transplant. On (B)(6) 2015 the pump was exchanged for hw21978. The explanted pump has been returned to the manufacturer for evaluation. Pathology results are pending.

Manufacturer narrative:
The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to poor vad filling. The instructions for use addresses setting of parameters for flow, power and watts. Guidelines for potential causes of alarms, assessment of the patient and device status along with related potential causes and potential actions. (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed low flow alarms. Analysis of the device revealed that the device met specifications; the device passed visual examination, dimensional verification and functional testing. Pathological evaluation revealed that, materials noted within the upper housing and on superior and inferior surfaces of the impeller are grossly and histologically consistent with post-explant blood. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the inadequate flow rate can be attributed to the occlusion/suction event which might have occurred due to the formation/ingestion of thrombus at the pump inflow/outflow. Clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted vads. The heartware® instructions for use (IFU) addresses setting parameters for the low flow alarm threshold, how to recognize low flow alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU further addresses the potential causes of the ventricular suction detection alarm and potential courses of action. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The pump was exchanged and is being sent.